Manufacturer narrative:
(B)(4). Article website: http://jnis.bmj.com/content/7/9/641.long off label use: treatment of basilar apex aneurysm. Per instruction for use: the pipeline¿ embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Information regarding the device model and lot numbers, patient demographic information, and the procedure complications have been requested; however, the authors have indicated that the information cannot be provided. The device will not be returned for analysis as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information through literature review that one patient experienced a silent superior cerebellar artery (sca) thrombus during pipeline procedure. The patient was diagnosed with recurrent basilar apex aneurysm 20 years after suffering a subarachnoid hemorrhage and undergoing clip ligation. A single ped spanning from the left p1 segment of the posterior cerebral arteries (pca) down to the basilar trunk was deployed followed by coiling of the aneurysm through a jailed microcatheter. Immediately after treatment, thrombosis of a distal branch of the left sca was noted following coiling and treated with an intravenous loading dose of abciximab. The patient awoke in a normal neurological condition. Follow-up angiography 27 months after treatment showed no evidence of recurrent aneurysm and patency of the sca thrombosed branch. The authors prospectively reviewed their series of ped cases in this cohort. Patients were assessed for aneurysm type, technical success, periprocedural complications, and aneurysm obliteration. Seventeen patients with posterior circulation aneurysms were treated with the ped. Angiographic follow-up has been obtained to date in 14 of the 17 patients and shows complete or near-complete (>90%) obliteration in all cases. Citation: albuquerque fc, park ms, abla aa, et al. A reappraisal of the pipeline embolization device for the treatment of posterior circulation aneurysms. J neurointerv surg. 2015 sep;7(9):641-5. Doi: 10.1136/neurintsurg-2014-011340.